Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient's vision did not improve. It was reported that during surgery the patient jumped, so the surgeon had to place a stitch. The patient had a second opinion, and that doctor removed the stitch hoping the vision would improve, but it did not. As per reporter it was not sure if the patient had a bad lens or surgeon's job was bad. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Consumer called to report vision issues after surgery. The company intraocular lens (iol) is a monofocal lens that corrects for near or far vision per the distance targeted by the surgeon. Consumer indicated moving during surgery, causing surgeon to place a stitch. When vision did not improve, patient sought a second opinion. Patient encouraged to ask all questions to surgeon, including being specific about desired outcomes. No further information has been received at this time. Due diligence has been performed in an attempt to obtain further information on this event. The consumer has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).